Event description:
1 high rate ns on (B)(6)2021. Over sensing noted on lead. Lead trends within range. No other over sensing noted. Device appears to be currently functioning as programmed. Fyi email sent to local mot rco. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).